Event description:
During a stenting procedure in a proximal left circumflex artery which was slightly calcified and tortuous, and 90% stenosed, difficulty was experienced during attempts to cross the lesion with a 2.5x13mm cypher stent. The cypher was then removed from the pt, and attempts were made to re-deliver it across the lesion. While re-delivering the cypher, the physician encountered resistance during advancement, and withdrew the unit from the pt. At this point, one of the distal struts was found to be flared. Another cypher of the same size was used to successfully complete the procedure. There was no pt injury reported. The physician did not note any anomalies in the unit prior to use.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.